Event description:
It was reported surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
The event of lead revision due to lead migration was reported to abbott. The lead was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients s2 lead had migrated. Migration was confirmed via x-ray imaging. Surgical intervention may be pending to address the issue.

Event description:
It was reported the migration was confirmed via xray.

Manufacturer narrative:
Patient weight is included in this report.